Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the first catheter was folded, and the his bundle lead could not be screwed in normally. The catheter was replaced, and the lead was successfully implanted. It was noted that during the implant of the right atrial (ra) lead, threshold measurements were high after multiple rotations and the sensing was lower. It was also noted that the threads were seriously deformed after several times of screwing in and out. The ra lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.